Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During implant, the lead's helix would not extend. After several failed attempts, the lead was not used and another lead was used. Patient was stable post procedure.

Event description:
New information noted that the lead was used and is currently implanted in the patient.